Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). ¿ seroma: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture, capsular contracture baker grade iii, and seroma. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia.

Event description:
Healthcare professional reported left side device rupture, capsular contracture, baker grade iii, and seroma. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, and seroma.

Event description:
Healthcare professional reported left side device rupture, capsular contracture, baker grade iii, and seroma. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.